Event description:
(B)(4) it was reported that high readings were recorded, and the user could not calibrate. No patient injury was reported.

Manufacturer narrative:
The device was returned to smiths medical. The c02 was determined to be out of calibration. The failure resulted from user's inability to properly perform hi/lo calibration per instructions in the operation manual. The DHR review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the initial manufacture or prior repair of the device. Device manufactured in 2014.